Event description:
A healthcare facility in illinois reported via a fisher & paykel heathcare (f&p) field representative that three ojr416 optiflow junior 2 nasal cannulas had torn during patient use. It was confirmed that there was no patient harm.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: two of the three complaint ojr416 junior cannulas were received at fisher & paykel healthcare (f&p) in new zealand. Our investigation is thus based on the visual inspection of the returned complaint devices and information provided by the customer. Results: visual inspection of the two returned cannulas showed that the tube had detached from the swivel grip joint. The customer reported that the three cannulas became torn after they were pulled at by the patient. Conclusion: the cause of the reported malfunction could not be conclusively determined. However, it is most that the tube detached from the swivel grip joint due to an excessive force applied when the cannulas were pulled by the patient. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, a tube tensile strength test is carried out and if the tube breaks before the load of 10 newtons is reached the entire batch is scrapped. Samples are also taken from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Manufacturer narrative:
(B)(4). The complaint ojr416 optiflow junior 2 nasal cannulas are expected but have not yet been returned to fisher & paykel healthcare for evaluation. We will submit a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that three ojr416 optiflow junior 2 nasal cannulas had torn during patient use. It was confirmed that there was no patient harm.